Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The customer received support from technical support remotely. The customer was provided a power switch overlay part identification and was to repair the device themselves. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an alarm light emitting diode (led) failure. The customer reported the issue was found during clinical use, however, no patient or user harm was reported.